Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced infection, skin irritation and overgrowth at the abutment site. Subsequently, the patient underwent a skin revision (date not reported) to debride the affected area. There are plans to exchange the abutment, however, this has not occurred as of the date of this report. The implanted device remains.